Event description:
Olympus was reported that the subject device was tested before the procedure and didn't work.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 12 mm from the distal end. There was a scratch of the probe where the probe was broken off. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. There were foreign bodies such as mucus on the grasping section. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the crack of the probe occurred and probe tip broke. Since the subject device was used for a procedure, the reported phenomenon, "the device was test before a procedure and didn't work". Could not be confirmed. This report is being submitted as a medical device report in an abundance of caution.